Event description:
It was reported that (1) lcsc5 was used during a laparoscopic gastric bypass procedure. It was reported by the rep that "during the use of the lcsc5, the instrument locked out (had continuous tone)". The case was completed with another same device. There was no pt consequence.